Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. During system check with tandem technical support, customer indicated that cartridge would be changed. There was no impact to customer's blood glucose level.